Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to the implant procedure, the lead helix was tested and would not extend properly. A new lead was used to complete the procedure and the patient was in stable condition.